Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly experienced an issue with the infusion set. The tubing became kinked, and the insertion site was located on the patient's stomach. The patient indicated experiencing pain at the point where the infusion set was inserted. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.